Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The blood glucose was 26 mmol/l. The customer was treated with multiple dosing injection for high blood glucose. The customer stated that the insulin pump giving no delivery alarms after several set changes. The product will not be returned for analysis.